Event description:
Pt underwent cab surgery in 2008. After closing, physician utilized on q post op pain relief system, which entails placing 2 antimicrobial soaker catheters under the skin near sternum, attached to infusion pump. Physician ordered it discontinued the following month, and catheters pulled out. Pt was discharged from hosp the next day. A week later, wife of pt notified hosp that pt had pulled out a 7 inch tube from chest, and has also contacted his physician. On 12/10/08, pt was examined at physician's office along with product that pt had pulled out of chest, which was identified as the on q pain catheter. Informed by nurse practitioner that pt's site is healing well with no signs or symptoms of infection. Catheter remnant was examined by hosp's risk mgmt liaison at physician's office six days later, and identified as same, measuring approximately 18 cm, and black tip on end was noted, representing end of catheter. Nurse practitioner provided a catheter used for pt pre op education and informed liaison how much is placed under skin, which measures approx 23 cm, and informed it is sutured in. Interview with nurse that disconnected pain pump and removed catheters, reveals she removed sutures and noted first catheter removed was much shorter than 2nd catheter. Pt has left remnant with physician's office.